Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements. Please refer to statement dated 09jun2021. No further follow up is planned. Evaluation summary: a male patient reported that his humapen savvio "dose adjuster turned aimlessly without pulling insulin and the injection button got broken." He experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch 1405v04, manufactured may 2014). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review did not identify any atypical findings with regard to injection button detached issues. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), with additional information received from a physician reporter, concerned a (B)(6) year-old male patient of unspecified origin. Medical history included blood clot in approximately 2014, hypertension and diabetes (both since 2009 approximately). Concomitant medications included bisoprolol fumarate, insulin glargine, clopidogrel bisulfate and piracetam/vincamine; all for unknown indications. The patient received human insulin isophane (rdna origin) (humulin) from a cartridge, via reusable device humapen savvio graphite (started sometime in (B)(6) 2018), at an unknown dose and frequency, subcutaneously, for the treatment of diabetes mellitus, beginning on approximately in 2018. Approximately sometime in (B)(6) 2019, while on human insulin, he again experienced blood clots like he was born with a narrow blood vessel in brain which caused thrombosis. He was hospitalized to control blood pressure and glucose. His mobility was affected as he could not walk without a walking stick or re-gain balance ever since and was given physical therapy till the time of report. His dose adjuster turned aimlessly without pulling insulin and the injection button got broken (pc number: (B)(4) and lot number: 1405v04). Further information regarding additional corrective treatment and outcome of events was not provided. Human insulin treatment was continued. The patient was the user of the humapen savvio (graphite) device and his training status was not provided. The humapen savvio (graphite) general model duration of use was approximately 30 months. The suspect humapen savvio (graphite) duration of use was not provided. The action taken with the humapen savvio (graphite) device was not provided and it was not returned to the manufacturer. The reporting consumer and physician did not provide relatedness of events with human insulin treatment and humapen savvio (graphite) device. Update 25-may-2021: additional information received from the new physician reporter via psp on (B)(6) 2021. Added; a new physician reporter, two serious events of blood pressure abnormal and blood glucose abnormal, one non-serious event of mobility decreased, two medical histories of hypertension and diabetes and four concomitant medications of bisoprolol fumarate, insulin glargine, clopidogrel bisulfate and piracetam/vincamine. Updated; device type for humapen savvio (graphite) device to suspect, causality statement, device element and narrative with new information. Edit 28may2021: updated medwatch and european and (B)(6) fields for expedited device reporting. No new information added. Update 09jun2021: additional information received on (B)(6) 2021 from the global product complaint database. Recoded the humapen savvio gray to a humapen savvio graphite. Entered the device specific safety summary (dsss). Updated the medwatch and european (B)(6) device fields. Added the device age and date of manufacture for the suspect device associated with pc (B)(4). Corresponding fields and narrative updated accordingly.